Manufacturer narrative:
Of the 45 allegations of a malfunction, 29 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to eprom failures. During investigation for unrelated allegations, there were 8 additional call service alarm issues with an identified eprom failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 45 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-84 years of age and between 4 and 282 pounds. Of the reported patients, 22 were male and 23 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 3 pumps were returned and investigated. There were zero instances of call service alarm issue found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.